Event description:
Shiley tracheostomy tube which was in place. While in the pt, the outer cannula separated off the flange. This could have resulted in serious harm to pt. Trach tube was replaced without pt harm. Dates of use: 3 days, 2008. Diagnosis or reason for use: respiratory failure prolonged. Event abated after use stopped or dose reduced? Yes.